Event description:
Hamilton medical ag received the following description: the hamilton-c6 was placed on a patient but was getting constant ¿low vt¿ alarms. The mode was changed to scmv and the same issues continued. Ventilator removed from patient and placed on another one. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Follow-up 1: investigation outcome. On the reported event date, the ventilation software was switched on, it was confirmed that a patient was connected to the device. No technical events or technical faults were registered. The device alarmed with "vt low", "low minute volume", "oxygen supply failed", "pressure limitation", "inspiratory volume limitation", "high pressure", "disconnection on patient side", "pressure limitation", the device was switched off. The service technician reported that the issue could not be reproduced. A simulated patient lung test was performed using the specified ventilation parameters, during which no abnormal behavior was observed. Additionally, the breathing circuit used at the time of the event is no longer available and cannot be returned for further analysis. The technician further confirmed that no parts were replaced. The device successfully passed all service software checks and was subsequently returned to use. This case is considered closed.